Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer was experiencing high blood glucose level of 355 mg/dl and treated with pen. Blood glucose level at the time of the call was 422 mg/dl and went down by 100 points. Customer treated with insulin pump. Customer was assisted with troubleshooting. Customer was advised to reach out to their healthcare provider. The insulin pump was not replaced or returned for analysis.